Event description:
Femoral guide did not sit securely. There was a medial gap between the guide and bone. When he compressed the guide to get it to seat into the trochlear groove, he felt the anterior flange was flexed. He proceeded with the distal cut and also did the tibia cut with the guide. He ended up dropping an im rod on the femur to recut and was more satisfied with this result. He was satisfied with the end result but was concerned about the fit of this guide and mentioned it was similar to the previous one he had.

Manufacturer narrative:
Method - visual investigation, photo. Results - visual investigation indicates the guide was warped due to sterilization mishandling. Photo - shows the guide was not placed in the correct location. Conclusion - user error - not following sterilization instruction and incorrect placement of the guide.